Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and insulation damage was observed at the proximal end during a device changeout. It was also noted that the lead showed oversensing of artifact, resulting in under pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2007. (B)(4).